Event description:
At the t2 humeral nail surgery, while drilling of the screw hole to the nail with targeting arm, the drill hit the nail at the proximal hole and drill missed at the distal hole to posteriorly. The surgeon complete the drilling with free hand.

Manufacturer narrative:
Na